Manufacturer narrative:
E1: INITIAL REPORTER PHONE: (B)(6). GOOD FAITH EFFORT ATTEMPTS ARE BEING MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION HAS NOT BEEN OBTAINED.

Event description:
IT WAS REPORTED THAT A DEVICE ISSUE OCCURRED, RESULTING IN AN ABORTED PROCEDURE. AN ILAB ULTRASOUND IMAGING SYSTEM WAS USED FOR INTRAVASCULAR ULTRASOUND (IVUS) EXAMINATION OF THE TARGET LESION. DURING PREPARATION, THE DEVICE COULD NOT BE TURNED ON. THE PROCEDURE WAS NOT COMPLETED DUE TO THIS EVENT. THERE WERE NO PATIENT COMPLICATIONS.

Event description:
It was reported that a device issue occurred, resulting in an aborted procedure.An iLab ultrasound imaging system was used for intravascular ultrasound (IVUS) examination of the target lesion. During preparation, the device could not be turned on. The procedure was not completed due to this event. There were no patient complications.It was further reported that the patient had received local anesthesia and the procedure was completed with another of the same device.

Manufacturer narrative:
Detailed product information was not provided to BSC. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) # and other specific product information.E1: Initial Reporter Phone: (b)(6).Investigation Results:Device Analysis Findings:The Motor Drive Unit (MDU) was returned for analysis. Visual inspection failed. The unit failed the MDU 5 PLUS BASIC FUNCTIONAL TEST.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation Conclusion:This investigation is assigned a most probable conclusion code of Cause Traced to Component Failure. This conclusion was selected because the reason that the device had no image when powered on was most likely determined to be due to a faulty Lemo Cable. Visual inspection revealed an unreported fault of Corrosion on Cath Socket; this fault is assigned a conclusion code of Unintended Use Error Caused or Contributed to Event.